Manufacturer narrative:
Clarification to d.6a.: between january 1, 2016 and december 31, 2019. Article citation: papazoglou, a., hohn, r., schawkat, m. Et al. Swiss multicenter ab interno xen45 gel stent study: 2-year real-world data. Ophthalmol ther (2024). Https://doi.org/10.1007/s40123-024-00917-y further information regarding event, product, or patient details has been requested. No additional information is available at this time. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The events of hypotony maculopathy, endophthalmitis, device migration, exposure, high intraocular pressure, and bleb related issues are known potential adverse events addressed in the product labeling.

Event description:
Through journal article, "swiss multicenter ab interno xen45 gel stent study: 2-year real-world data", healthcare professional reported events of 18 eyes had hyphema; 5 eyes had positive seidel test; 13 eyes had shallow ac; 32 eyes choroidal detachment; 4 eyes had hypotony maculopathy; 1 eye had endophthalmitis; 11 eyes had dislocation of xen; 1 eye had extrusion of xen; 128 eyes required needling; 10 eyes required nd:yag laser; 43 required 5-fu injections; 2 eyes required iridoplasty; 30 eyes required open bleb revision; 6 eyes required healon injection; 36 eyes required secondary glaucoma surgery.